Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy. Upon interrogation, noise was observed. The physician has opted to turn off the device in place of extracting the lead.